Event description:
The pt underwent CABG with placement of the lima to the lad and svgs with connectors to the om1-om2 and rca. 76 days postoperatively, the pt had a non-q-wave mi. The svg-om and svg-rca were each 90% stenosed at the connectors and stents were placed. 60 days following the first intervention, the svg-om and svg-rca had 80% in-stent restenosis at the connectors. Rotational atherectomy and brachytherapy were performed and stents were placed. 300 days after the second intervention, the pt underwent repeat CABG. Related mdrs 2135392-200300114.